Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The target lesion was located in the proximal left anterior descending artery and the taxus liberte' 3.0x16mm drug eluting stent was deployed, covering a large diagonal branch. The stent was not post dilated and "some residual stenosis" remained. The pt was discharged and three days post procedure, the pt returned with a large infarct and thrombosis was found. The thrombosis was treated with balloon angioplasty and an aspiration catheter. No further pt complications were reported. Pt status is stable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.